Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported off no power and display anomaly. The customer's blood glucose level was 6.8 mmol/l at the time of the incident. The customer stated that there is sometimes a black bar on the left side of the screen and on the lower part of the display. The customer stated that the pump powered off without any warnings. The product was returned for analysis.

Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected black bar on the left side of the screen or on the lower part of the display noted. No unexpected pump turns off without battery or off no power anomaly noted.no damage on the lcd isolation tape noted. The insulin pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.